Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info; however, the reported pt large physical stature and activity level are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address loosening of the tibial tray. Poly wear and a tibial fracture were indicated intraoperatively.